Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing sensor glucose versus blood glucose differences. Customer reported of being hospitalized and had diabetic ketoacidosis a few times. Customer was admitted to the hospital on (B)(6) 2017 with blood glucose of 500 mg/dl. Customer was not able to continue with phone call and would call back.